Event description:
This ra lead was implanted on (B)(6) 1999 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). A call to technical services on (B)(6) 2013 states that there is noise on ra lead with an impedance of 462 ohms. Little noise was recreated when patient pressed hands together and pulled. No noise with pocket manipulation or other isometrics. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).